Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 182 mg/dl. Customer¿s current blood glucose is 236 mg/dl. The customer stated that the insulin exited. The customer experience fever as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The customer had low battery and power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement, basic occlusion, rewind, prime/seating, force sensor and self test. All currents within specific range. No unexpected low battery life, under delivery or low battery alert noted during testing.